Event description:
We have received additional information involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: (B)(6) 2025: caller (hcp) states the patient had a nevro scs placed earlier today and woke up postop with numbness in her legs that has now spread to her hips and is "completely paralyzed". Caller does not know who the managing physician is. On (B)(6) 2025: a historical event was mentioned by the patient (pt), in which a medical event was reported that patient experienced numbness and complete paralysis. When asked, patient said that issue has completely resolved, patient is walking. On (B)(6) 2026: pt reports they had an unrelated back surgery at the beginning of 2025 and had a nevro device implanted in their back, but that was removed because it didn't work. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).